Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The reported problem was confirmed. The customer was provided the option codes encryption, v60 auto track+option and encryption , v60, ppv option. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that while performing the performing verification test (pvt) on the ventilator and noted that the unit does not have the positive pressure ventilation (ppv) and auto plus option. The customer reported that there was no patient involvement.